Event description:
It was reported that the patient received possible inappropriate therapy by the implantable cardioverter defibrillator (ICD) device for atrial fibrillation (af) with rapid ventricular response (rvr). The patient also had weakness and nausea. The device remains in use. It was also reported that the right ventricular (rv) lead exhibited undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.